Event description:
It was reported that the pump had a bad interconnect. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms #: (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The top case was cracked on the plunger tube holder and some slight cracks on both front lower left and right corners. Right plunger case was cracked. Unable to duplicate any error related to customer stated problem. Device passed all functional tests. Error history log review found multiple depleted battery and battery communication timed out errors. The root cause of the reported issue was unable to determined. Device interconnect was working as intended. Actions were taken to mitigate the reported issue: replaced interconnect for preventive. Performed power up process all functional testing which passed.